Manufacturer narrative:
The current location of the explanted device is located at the health care facility. It is unknown if the device will be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message and a rise in shock impedance to 125 ohms. This s-ICD device was explanted. During the procedure additional troubleshooting was performed, and the electrode was reconnected to the new implanted device besides surgical interventional, no adverse patient effects were reported.